Event description:
It was reported the programmer would not interrogate devices. The rf head was replaced, with the same results. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Interrogation with two different programmer rf heads was successful. The floppy disk drive was found to be inoperative, and a system error had occurred recently three times. The antenna was also found to be out of specification.